Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a (B)(6) male patient. According to the complainant, while preparing the device, a slight fracture was noted on the proximal portion of the device and the side hole appeared larger than normal. The procedure was completed with another flexima nasobiliary catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).